Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pcs device. The needles presented outside the barrel on deployment. The cardiologist enlarged the subcutaneous track to remove the needles and the device. The pt went to successful manual compression. The subject device was returned to the MFR for evaluation. Review of lot mfg records revealed no deviations relevant to the investigation. This occurrence is being reported because previous malfunctions have led to reportable events.